Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she had experienced blood pressure issues and had been recently hospitalized. It was unknown whether any troubleshooting, diagnostics, or actions were performed as a result of the issue. The patient¿s outcome was unknown at the time of report. The patient's indication for device use was spinal pain.

Event description:
No further complications were reported or anticipated.